Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported there was a communication problem and an over-discharge was suspected. The patient attempted to charge one week prior to report and was not able to charge their implantable neurostimulator (ins) and their last successful recharge session was 1.5 months ago. The patient tried contacting their health care provider (hcp) two weeks prior to report, but the patient was told ¿the ins was broken and it is not the hcps problem¿. The patient¿s charge was noted to ¿last for a long time¿ because they were instructed to not use the ins all of the time and they have kept up with charging. Approximately 1.5 months ago the patient was getting the ¿question mark¿ and their patient programmer was not working. As a result of the suspected over-discharge the patient has had a loss of therapeutic effect and their back has been hurting. Information omitted pertaining to events (B)(4) - lack of effect/pain, (B)(4) - pain at ins pocket, and an unrelated pump issue with an unknown patient. Information was also admitted pertaining to the patient's medical history and rsd, which was present prior to implant.